Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The initial result was 23.3 pg/ml. The sample was repeated twice with results of 12.0 pg/ml and 11.9 pg/ml. The result in question was not reported outside of the laboratory. The troponin t hs reagent lot was 47003401. The expiration date was not provided.

Manufacturer narrative:
The troponin t hs reagent expiration date was 31-jul-2021. Calibration and qc were acceptable. The customer used a centrifugation time of 7 minutes at 4150 rpm. Based on the centrifugation rotor used, this speed may be too high in combination with a centrifugation time that is too short. Based on the alarm trace data, there were "sample clot detection" alarms on (B)(6) 2020, however, there were no relevant alarms around the time of the high result in question. The investigation determined the malfunction was consistent with pre-analytical handling issues (inappropriate centrifugation conditions) at the customer site.